Event description:
It was reported that the right atrial (ra) lead exhibited high, out-of-range pace impedance measurements of greater than 3000 ohms and noise. The patient underwent magnetic resonance imaging (MRI) with the ra lead despite possible integrity issues making it non-MRI conditional. The ra lead remains in service. No adverse patient effects were reported.